Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was experiencing an ongoing defib test / pads failure. It was noted by the customer that they had replaced the processor pca in an attempt to troubleshoot the issue but the failure remained. There was no reported patient involvement.

Manufacturer narrative:
Additional info: b5 - added failure analysis info. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device was experiencing an ongoing defib test / pads failure. It was noted by the customer that they had replaced the processor pca in an attempt to troubleshoot the issue but the failure remained. There was no reported patient involvement. One therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests and there was no fault found with this therapy pca.